Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, (B)(6), +22.5d) was attempted to be explanted on (B)(6) 2025 due to patient dissatisfaction with their vision, however, the surgeon struggled to remove the lens due to a small capsulorhexis and the lens was left in the capsular bag.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings.manufacturer reference #: (B)(4).